Event description:
It was reported that the valve was explanted after an implant duration of approximately 5 years due to prosthetic mitral valve regurgitation. Patient comorbidities include: renal failure with dialysis; chronic venous insufficiency. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve. There were no adverse patent effects as a result of the replacement reported.

Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of the reported regurgitation could not be confirmed. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Trivial/trace to mild amounts of mr are not unusual in bioprosthetic valves in the immediate post-operative setting, and is usually tolerated by patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. In this case, there is insufficient information to conclusively determine the root cause of this event. No further actions are possible with the available information.